Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the detector is showing an error. The remote desktop shows the x-ray detector that it's not ready and is "attempting to open connection." There was no patient present when this issue was identified.